Event description:
Device malfunction: difficult to remove. Time of malfunction; during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure of a mildly calcified right internal carotid artery, the physician was unable to advance the rx accunet recovery catheter. The physician exchanged it for the recovery catheter 2 and the procedure was completed successfully. No additional information available. Study event.

Manufacturer narrative:
A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.